Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the stim helped the patient¿s pain but suddenly it stopped helping. However, it was later reported that the symptom reported had a gradual onset, the loss of therapeutic effect was gradual, and the pain was sensitive to the weather. The pain returned about a month prior to report. There was no known accident or incident related to this complaint. However, the patient did feel stimulation and noted feeling extra stimulation if he ¿coughed or giggled.¿ the patient had to turn up stimulation higher than with the trial. Later, the manufacturer representative noted that they would follow-up with the patient. No interventions or outcome were reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient went back to the implanting doctor for a consult and the device was reprogrammed. The patient sent a text message to the manufacturer representative stating he was feeling better and receiving better coverage. All was well at this point.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was not receiving optimal stimulation. Impedances were within range, however, the patient would have zero perception of stimulation and then with slight body movements would get jolting. The manufacturer representative tried troubleshooting with rate, electrode configuration and pulse width but still had the same effect. The patient stated he felt he might be getting pain relief with sub-perception threshold settings including high rate. The manufacturer representative told the patient to try that program at home and they would meet again at another time to be announced. No outcome was reported regarding this event. Further follow-up was requested. If additional information is received, a follow-up report will be sent.